Manufacturer narrative:
(B)(4). Initial email address: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced a loss of consciousness and was evaluated in the emergency department. It was reported the patient¿s cgm displayed 70 mg/dl; however, his bg was 11 mg/dl. With a bg of 11 mg/dl, it is presumed the hospital would have treated the patient; however, there was no documentation of specified medications or treatments. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)